Manufacturer narrative:
Product event summary: the device was returned to the manufacturer, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event.